Event description:
It was reported that sometime post port placement an x-ray image allegedly demonstrated the catheter ruptured. Reportedly, the catheter migrated to the pulmonary artery. It was further reported medical intervention was required to the remove the catheter. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one electronic photo was reviewed. The photo shows a fragment of a groshong catheter. The rest of the catheter and the port are not visible in the photo. The rounded distal end of the catheter is visible in the photo. The catheter appears to have blood residue inside. There is a long, white cylindrical object with a tip that appears to have the same color as the blood residue inside the catheter. The tip appears to be in contact with the catheter. Based on the photo review, a complete fracture in the catheter can be confirmed. Although the sample was not returned for evaluation, one electronic photo and one radiograph image were provided for review. A medical image review of the radiograph was performed. The investigation is confirmed for a full catheter break, as the photo review could confirm a full catheter break. The rest of the catheter and the port body were not visible in the photo. Per the medical image review, a piece of catheter tubing overlying the right lower lobe may have been visible, the image quality was poor, and the port reservoir and tubing were not visible overlying the upper chest. The definitive root cause could not be determined based upon available information. It is unknown if procedural and/or patient issues contributed to the reported event. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the instructions for use (IFU) or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs and provides warning regarding catheter insertion and attaching the catheter to the port, and therefore the product labeling will be considered adequate.

Manufacturer narrative:
Medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that sometime post port placement an x-ray image allegedly demonstrated the catheter ruptured. Reportedly, the catheter migrated to the pulmonary artery. It was further reported medical intervention was required to the remove the catheter. The current patient status is unknown.